Manufacturer narrative:
Review of the device history records indicate that devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. The other device listed in this report: cat #mac-9988-4854, lot # fm059423, description: std mitch trh cp sz 48/54, manufacturer: depuy. Cat # mmh-9988-0448, lot # fm069282, description: mitch trh md hd sz 48-4, manufacturer: depuy. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. A supplemental report will be submitted upon completion of the investigation.

Event description:
The patient underwent surgery with abg stem and mitch cup on (B)(6) 2007. Now it has a high level of metal ions in the blood.

Manufacturer narrative:
An event regarding abnormal ion levels involving an abgii stem was reported. The event was not confirmed. Method & results: device evaluation and results: not performed as product was not returned medical records received and evaluation: no medical records were received for review with a clinical consultant. Device history review: all devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the reported lot. Conclusion: the exact cause of the event could not be determined because insufficient information was provided and the device was not returned. Further information such as product evaluation, pre- and post-operative x-rays, operative reports as well as patient history and follow-up notes are needed to complete the investigation for determining a root cause. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
The patient underwent surgery with abg stem and mitch cup on (B)(6) 2007. Now it has a high level of metal ions in the blood.